Event description:
Pt was being fed using a pump. 1500 ml of an enternal feeding solution were hung, and the pump was set to delivery 60 ml/hr. 1200 ml were delivered in 5 hours. Following the event, the pt had possible aspiration, was placed on antibiotics and sent to the hospital for observation. One pt involved.